Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty, the instrument fractured. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Foreign source- (B)(6). Complaint sample was evaluated and the reported event was confirmed. The visual evaluation of the device exhibits signs of repeated use and has fractured. DHR was reviewed and no discrepancies were found. Per package insert on page 02 states to not subject instruments to high loads and/or impact as breakage can occur and page 04 states if damage or wear is noted that may compromise the function of the instrument. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.